Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017 clarifier: guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right superficial femoral artery (sfa) with calcification. The large emboshield nav 6 embolic protection system (eps) was advanced to it's intended location through a 6fr sheath on a .014 viper guidewire. Post atherectomy and balloon angioplasty, the eps was removed with the retrieval catheter; however, after removal it was noted that the filter was not completely inside the retrieval catheter and the mesh of the filter was pulling away from the frame (retrieval catheter). Imaging confirmed that no debris was left inside the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if using the viper guidewire instead of the barewire caused or contributed to the difficulties. The investigation was unable to determine a cause for the reported retraction problem and noted damage to the returned filtration element. It may be possible that interaction between that atherectomy device and the filtration element caused the noted damage to the filter membrane; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.